Manufacturer narrative:
The system was not examined, as the customer rebooted the system, and completed the case with the same system. The request for service was then cancelled. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained for this investigation, the customer reported event is unable to be confirmed, and the root cause unable to be determined conclusively. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic operating console froze and outlet plug was disconnected. After a while system was rebooted and started working without any issues. There was no patient harm reported.